Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
Same case as manufacturer's report# 6000089-2007-01357. It was reported via a journal publication that 20 months following reconstructive management of the internal carotid artery (ica) for laryngeal cancer, asymptomatic carotid artery thrombosis occurred. The patient presented with acute carotid blowout syndrome (cbs), demonstrating profuse hemorrhage that was neither self-limiting, nor controlled with surgical packing. The vessel was completely ruptured, and the patient's condition would have deteriorated rapidly if immediate resuscitation and stabilization were not accomplished before definite management. Associated clinical findings were radiation necrosis and pharyngocutaneous fistula. The patient was treated with aggrastat pre-, intra-, and post-procedure. The physician used a transfemoral arterial approach to obtain a complete neuroangiography including meticulous evaluation of vascular causative lesions. The physician accessed the target vessel through the right femoral artery using an 11f sheath and administered intravenous heparin. A 5f diagnostic catheter was superselected to the proximal common carotid artery (cca) and an iq 0.014" marker wire was advanced to the carotid artery. Precise vascular dimensions were obtained. A 300 cm exchange guidewire was placed into the ica and a 7x30 mm carotid wallgraft was advanced along the wire to the carotid artery. Immediate hemostasis was achieved. Control angiogram confirmed appropriate positioning of the stent and patency of the carotid artery, as well as complete obliteration of the pathologic lesion. A one month (rather than three month) regimen of aspirin 324 mg and clopidogrel 75 mg daily was initiated, and supplemented with a single dose of clopidogrel 225 mg. (This was followed by a lifelong regimen of aspirin 100 mg daily.) Three weeks later, the patient experienced rebleeding and the physician performed emergency angiography and placed a 9x50 mm carotid wallgraft. Again, immediate hemostasis was achieved and the cbs was successfully managed. Initial patient complications were reported as acute, asymptomatic in-stent thrombosis, which was lysed within ten minutes with intravenous infusion of glycoprotein iib/iiia inhibitor. Post-procedure CT angiography at 1-month and angiogram at 3-months demonstrated stent patency. CT angiography at 6-months demonstrated asymptomatic carotid thrombosis of the carotid artery. "Most of our patients were younger than those in previous studies, and they were without associated diffuse atherosclerotic change and stenosis in the distal carotid artery and its branches. Accordingly, we shortened the time course of antiplatelet therapy of intravenous glycoprotein iib/iiia inhibitor to 4-6 hours and oral regimen of clopidogrel (ticlopidine to one month after the procedure. This inadequate adjuvant regimen may have contributed to the long-term suboptimal outcomes of our patients. We suggest giving an extended time course of antiplatelet therapy for improving the patency rate of stent grafts if patients can tolerate it."